Event description:
Technician alleged that the head of this bed was not going down. No one was injured.

Manufacturer narrative:
Technician replaced the head cylinder and the bed is working fine. No one was injured. Bed was in the bed shop.